Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. Evaluation of complaint data for the product lots did not identify an increase in complaint activity for the complaint issue. Return testing was not completed as returns were not available. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. A review of field data for alinity s anti-hcv was performed. Overall reactive rates of alinity s anti-hcv, ln 6p04-60, lot 62165be00 across bloodworks northwest, applicable peer sites and across a whole blood and plasma screening monitoring group were collected and assessed. Across the whole blood and plasma screening monitoring group, the customer, and their peer sites, the performance of lot 62165be00 is within product requirements and comparable to other lots analyzed in the comparison. Whole blood and plasma screening monitoring group lot 62165be00: irr: 0.057 %, rrr: 0.055 %, irr - rrr 0.001 %, specificity: 99.945 %. Peer sites lot 62165be00: irr: 0.123 %, rrr: 0.120 %, irr - rrr 0.003 %, specificity: 99.880 %. Bloodworks northwest lot 62165be00: irr: 0.174 %, rrr: 0.164 %, irr - rrr 0.011 %, specificity: 99.836 %. Based on this investigation, the alinity s anti-hcv reagent, ln 6p04-60, lot 62165be00 are performing as expected. A review of labeling concluded that the issue is sufficiently addressed. Based on the information provided, a systemic issue and/or product deficiency was not identified. Based on the information within the complaint record, the device met performance specifications at the customer site.

Event description:
The customer observed false reactive alinity s anti-hcv results when compared to another method for one donor sample. This donor sample previously tested repeat reactive on alinity s hcv (6p04) and was a stored sample. The sample was pulled and used for the validation studies for a different assay (alinity s hcv ii (4w56). The following results were provided: alinity s anti-hcv ((B)(6) 2024) initial result 2.85 s/co, repeated 2.48 and 2.33 s/co (repeat reactive), orho hcv repeat reactive, nat negative, alinity s anti-hcv ii ((B)(6) 2024) initial result 0.01 s/co, repeated 0.01 and 0.01 s/co (negative). The sample was tested again for investigation purpose and the following data was provided: alinity s anti-hcv (investigation using serum (B)(6) 2024) initial result 2.17 s/co, repeated 1.39 and 1.28 s/co, alinity s anti-hcv (investigation using plasma (B)(6) 2024) initial result 2.50 s/co, repeated 2.63 and 2.67 s/co. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive alinity s anti-hcv results when compared to another method for one donor sample. This donor sample previously tested repeat reactive on alinity s hcv (6p04) and was a stored sample. The sample was pulled and used for the validation studies for a different assay (alinity s hcv ii (4w56). The following results were provided: alinity s anti-hcv (B)(6) 2024 initial result 2.85 s/co, repeated 2.48 and 2.33 s/co (repeat reactive), orho hcv repeat reactive, nat negative, alinity s anti-hcv ii (B)(6) 2024 initial result 0.01 s/co, repeated 0.01 and 0.01 s/co (negative). The sample was tested again for investigation purpose and the following data was provided: alinity s anti-hcv (investigation using serum (B)(6) 2024) initial result 2.17 s/co, repeated 1.39 and 1.28 s/co, alinity s anti-hcv (investigation using plasma (B)(6) 2024) initial result 2.50 s/co, repeated 2.63 and 2.67 s/co. No impact to patient management was reported.